Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "technical event:231008" due to leaky o2 valve can lead to a delay in the therapy since the ventilator cannot be used. A new ventilator needs to be prepared. The root cause of the ventilator to alarm with "technical event:231008" was a malfunction of the o2 mixer valve causing a leak. (Mechanically jammed due storage of the device for a long period before usage). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed at startup and as well during ventilation (test lung) multiple times. - this occurrence was noticed while running the service software (preventive maintenance). - the continuous alarm was observable both visually and through hearing. Te231008 (o2valveleak). - the device log files were provided to hamilton. The device logs do show that the ventilator device alarmed during ventilation however neither harm to patient, user or third party nor a treatment delay was reported by the customer. - there is no patient involvement reported by the customer. But the log files demonstrate that the ventilator device alarmed during ventilation. What makes this event reportable. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed at startup and as well during ventilation (test lung) multiple times. This occurrence was noticed while running the service software (preventive maintenance). The continuous alarm was observable both visually and through hearing. Te231008 (o2valveleak). The device log files were provided to hamilton. The device logs do show that the ventilator device alarmed during ventilation however neither harm to patient, user or third party nor a treatment delay was reported by the customer. There is no patient involvement reported by the customer. But the log files demonstrate that the ventilator device alarmed during ventilation. What makes this event reportable. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "technical event:231008" due to leaky o2 valve can lead to a delay in the therapy since the ventilator cannot be used. A new ventilator needs to be prepared. The root cause of the ventilator to alarm with "technical event:231008" was a malfunction of the o2 mixer valve causing a leak. (Mechanically jammed due storage of the device for a long period before usage). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed at startup and as well during ventilation (test lung) multiple times. - this occurrence was noticed while running the service software (preventive maintenance). - the continuous alarm was observable both visually and through hearing. Te231008 (o2valveleak). - the device log files were provided to hamilton. The device logs do show that the ventilator device alarmed during ventilation however neither harm to patient, user or third party nor a treatment delay was reported by the customer. - there is no patient involvement reported by the customer. But the log files demonstrate that the ventilator device alarmed during ventilation. What makes this event reportable. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.